Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history record review was completed and did not determine the complaint was related to the previous service event. The reported condition was verified. The device was found out of specification in relation to the reported ec345 alarm which was reproduced and confirmed through a review of the event history log. Ec345 was found to be caused by a failed downstream sensor and was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an ec345 (thermistor disparity) alarm. There was no patient involvement. No additional information is available.